Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4) for the reported event of exit marker bunched. A visual examination of the complaint device found that no wingtool was present and the balloon was relaxed and deflated. The shaft was cut close to the exit marker and the exit marker showed that it was bunched and loose. The catheter shaft was inspected for cosmetic defects and one kink was identified at approx 14 mm from the distal tip. The catheter was not inserted into the scope as the balloon was relaxed and deflated. The reported event of exit marker/loose detached and catheter kinked-bent was confirmed. It is possible that incorrect withdrawal techniques were applied during catheter withdrawal, resulting in damage (bunched up and loose) to the exit marker during catheter withdrawal. The most probable root cause is operational context as it is most likely that the issue occurred due to procedural factors encountered during the procedure which limited the performance of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during a dilation procedure in the gastro-esophageal junction performed on (B)(6) 2014. According to the complainant, after the dilation was completed with this device, the balloon could not be withdrawn from the scope. The scope was removed together with the balloon and it was found out that the exit marker crumpled. The catheter was cut to remove the device from the scope. The procedure has been completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.